Event description:
A customer reported via phone call indicating physical damage in the form of scratches on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer sent the product back for analysis.

Manufacturer narrative:
Findings: cracked reservoir tube lip, missing end cap sticker, minor scratches on display window and cracked case near display window corners noted during visual inspection. No button response due to corroded keypad traces. Unable to perform functional test due to keypad anomaly.